Manufacturer narrative:
Additional information: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported event of peritonitis. Based on the provided information there is no documentation that shows a causal relationship between the patient¿s symptoms of abdominal and back pain and subsequent diagnosis of peritonitis and the liberty cycler. Additionally, the pd nurse stated the pain was related to the peritonitis. There is a temporal relationship between pd therapy and the peritonitis. The causal event of the peritonitis is unknown. The patient¿s allergic reaction is not related to any fresenius product.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. During the initial report, it was noted that the patient needed assistance with the cycler and was experiencing abdominal and back pain during drain seven of peritoneal dialysis therapy. Upon follow up with the patient¿s nurse, it was reported that the patient was hospitalized on (B)(6) 2017 for an allergic reaction to ciprofloxacin (unknown signs, symptoms and the reason the patient was on this medication). While hospitalized the patient was diagnosed with peritonitis. The peritoneal dialysis effluent culture results were not available. The patient was prescribed and treated with aztreonam 1g intraperitoneal (ip) until (B)(6) 2017 (unknown strength and frequency). The patient remains hospitalized and is recovering from this event. There was no missed peritoneal dialysis treatments as a result of the event. Additional information was requested but was unavailable.